Event description:
It was reported that a user experienced recurrent low blood glucose events while using the ilet, with cause unclear, and no associated device alerts or alarms were described. Symptoms included signs consistent with hypoglycemia. Outcomes included disruption to daily activities due to symptomatic low glucose episodes. Investigation included a review of complaint details and user education or troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction or use-related error. It was concluded that, based on previously established findings for similar reports, the root cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.